Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead did not deliver shock therapy when needed, resulting in the patient's death. The system had been implanted for three weeks but the device reverted to end of life (eol) battery status with a code 1007 due to exceeding the charge time limit of 45 seconds. The device was explanted post-mortem and was expected to be returned for analysis. The rv lead was also explanted but was discarded by the hospital and will not be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead did not deliver shock therapy when needed, resulting in the patient's death. The system had been implanted for three weeks but the device reverted to end of life (eol) battery status with a code 1007 due to exceeding the charge time limit of 45 seconds. The device was explanted post-mortem and was expected to be returned for analysis. The rv lead was also explanted but was discarded by the hospital and will not be returned. The lead was subsequently returned with the explanted ICD.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. However, microscopic inspections of the terminal pin assembly, lead body, and electrode tip found melted metal (arc mark) on the shocking coil at approximately 35 mm from the tip end. An x-ray was performed and no conductor anomalies were found. For the shocking coil to receive this type of damage, it would have needed to be in close proximity to the device case when a device shock was delivered; note that an arc mark was also present on the outside of the returned pulse generator. Boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. The condition of the lead does not suggest how the lead and the pulse generator came to be in close proximity.

Manufacturer narrative:
Correction to section h, (device manufacturers), field h11, (additional MFR narrative). If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. However, microscopic inspections of the terminal pin assembly, lead body, and electrode tip found melted metal (arc mark) on the shocking coil at approximately 35 mm from the tip end. An x-ray was performed and no conductor anomalies were found. For the shocking coil to receive this type of damage, it would have needed to be in close proximity to the device case when a device shock was delivered; note that an arc mark was also present on the outside of the returned pulse generator. Boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. The condition of the lead does not suggest how the lead and the pulse generator came to be in close proximity. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to shock or properly shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead did not deliver shock therapy when needed, resulting in the patient's death. The system had been implanted for three weeks but the device reverted to end of life (eol) battery status with a code 1007 due to exceeding the charge time limit of 45 seconds. The device was explanted post-mortem and was expected to be returned for analysis. The rv lead was also explanted but was discarded by the hospital and will not be returned. The lead was subsequently returned with the explanted ICD. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. However, microscopic inspections of the terminal pin assembly, lead body, and electrode tip found melted metal (arc mark) on the shocking coil at approximately 35 mm from the tip end. An x-ray was performed and no conductor anomalies were found. For the shocking coil to receive this type of damage, it would have needed to be in close proximity to the device case when a device shock was delivered; note that an arc mark was also present on the outside of the returned pulse generator. Boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. The condition of the lead does not suggest how the lead and the pulse generator came to be in close proximity.